Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported, the patient's device was removed and a new device was implanted. The patient stated the original device was "defective" and "alarms were going off". Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. No patient complications have been reported as a result of this event.